Event description:
It was reported that a beta bionics ilet user wanted to go back to their tandem. 3 nights ago, the user had a hypoglycemic episode of nadir 39 mg/dl blood glucose (bg) which was corrected with gatorade and other food. The user was advised that they are overtreated lows and the meals have maladapted. The user requested to return the device but past the 90-day window.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.